Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the inner gasket tore during the procedure and pneumo dropped. The trocars were replaced and the case was completed without incident. There was no pt consequence.